Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was out of specification in relation ot he reported system error 105, which was not reproduced but confirmed during a review of the device event history log. The evaluation found the motor bearings and gearbox bearings were worn and they were replaced through motor replacement.

Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no patient injury.